Manufacturer narrative:
(B)(4).

Event description:
(Os 16894). The dentist reported the non osseointegration of one dental implant cm alvim implant 3.5x13 mm, but did not provide further information about the case.